Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded several ventricular tachycardia events with anti-tachycardia pacing (atp) and two shocks. The first shock appeared to have accelerated the ventricular tachycardia into a ventricular fibrillation, a second shock was provided and the rhythm was successfully converted. In addition, an out of range shock measurement was exhibited for this non boston scientific right ventricular (rv) lead. The ICD remains in service. No additional adverse patient effects were reported. Additional information was received and this non-boston scientific lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).